Event description:
It was reported that during use the werewolf pin adapter began to smoke and it burned. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection observed the pins of the side that plugs directly into the wand are heavily burned. A functional evaluation revealed the condition the device was returned in did not allow for further testing. The complaint was confirmed and the root cause was associated a component failure. Factors, which could have contributed to the complaint event, include a damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.